Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had shorter than expected batter life. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 5/16/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/27/2017 with the following findings:. Black box shows no evidence of short battery life, multiple consecutive persistent ¿cs128-0080¿ alarms are observed on (B)(6) 2017. Secondary error code 0080 is defined as a post-delivery motor power supply fault. Battery compartment and cap are undamaged and able to fit securely. The pump powers up correctly, the pump alarmed with ¿cs128-0080¿ alarm upon the first rewind attempt.-unable to verify all steps and to adequately investigate reported ¿short battery life¿ complaint. Unidentified intermittent pcb condition is concluded.